Event description:
There was a reported out of box failure. The probe looks to have a bubble on the head of the transducer which causes a large round black circle on the image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the probe looks to have a bubble on the head of the transducer which causes a large round black circle on the image is confirmed. The probe has 2 failed transducer elements the gray rubber probe head has a bubble in the location of the failed elements. The root cause is due to an internal failure of the probe.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. .

Event description:
There was a reported out of box failure. The probe looks to have a bubble on the head of the transducer which causes a large round black circle on the image